Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl. Patient's current blood glucose: 221 mg/dl. Customer reported that they was found by brother on floor passed out. Customer reported that they released yesterday ((B)(6) 2018) from hospital because emergency medical services was dispatched because patient passed out. The customer experienced symptoms such as tired. The customer was treated with insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.